Manufacturer narrative:
The device was returned and the evaluation states that the compressor is noisy causing a low pressure.

Event description:
Dealer states the unit runs but has low psi.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the unit runs but has low psi.